Event description:
An slp at the (B)(6) reported that a patient had aspirated their voice prosthesis (tep). The complainant did not believe that this incident was attributable to the device as the patient has a history of tep migration due to granulation tissue. During examination, the device was noted to be dislodging and turning sideways in the tract by an ent. The ent elected to leave the device in place and it is assumed by the slp that the device continued its trajectory forward. The device was removed by an ent via bronchoscopy. Acute shortness of breath, dizziness, and chest pain were reported. These symptoms were reported to be relieved after the device was removed. The patient had a follow-up chest x-ray and was sent home with antibiotics.